Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This is a voluntary distributor report: the customer reported that the device, sb936, was being used during an unknown procedure on (B)(6) 2020 when it was reported "after removing the bag, the check shows that the plastic rubber of the device has fallen between the intestinal loops. The plastic rubber of the device is promptly removed". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment information was requested; however, no response has been received to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.